Event description:
The lay-user/pt contacted lifescan (lfs) in jan 2006, alleging high readings on his one touch ultra meter. The patient mentioned that he received a blood glucose of 123 mg/dl and did not experience any symptoms. He injected 2u of r and 12u of nph (no info on whether the insulin was based on a sliding scale). He started to eat and started to experience symptoms of hypoglycemia (confused and "vision affected). His son tested the patient's blood glucose and received a blood glucose of 100 mg/dl. Paramedics were called and they got a blood glucose of 60 mg/dl and the patient was treated with glucose. The 2 meter tests were performed around 11-20 min from each other. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. A quality control test was not done, since the control solution was expired. Customer care agent (cca) sent replacement products. No further clinical information was provided. It would have been helful to know the patient's diabetes regimen, readings prior to the incident, and whether the patient was taken to the hosp. The complaint is being reported, since the patient was treated with glucose by a medical professional.